Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1882tc lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that when the patient was waking up from the implant procedure they started to convulse badly. The patient then began to receive inappropriate therapy which put them in ventricular fibrillation (vf). It was noted that the right ventricular (rv) lead exhibited high impedance, rising impedance, and had dislodged. The physician wanted it noted that they cut the insulation half way down the lead so they could gain access to the lead lumen to slide a guide wire down and was not caused during the surgery itself. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.